Event description:
The customer reported that an erroneously elevated cardiac troponin (accutni) patient result, above the acute myocardial infarction (ami) threshold of the assay, was generated on an access 2 immunoassay system for one patient. The initial, erroneous accutni result was reported out of the laboratory. The patient was transferred to, and assumingly admitted to another hospital, based upon the erroneous accutni results. Upon repeat testing using other diagnostic tests and methodologies, the repeat accutni results were negative, and regarded as valid. Beckman coulter inc. Assessment of customer supplied data indicated that other assay results were provided, however the customer did not question these results as erroneous. There were no additional hardware issues or issues with other assays observed at the time of the event. Troponin quality control (qc) results recovered within established ranges on the date of the event. The sample was collected in a lithium heparin tube. It was a tested within fifteen minutes of collection, and was centrifuged at room temperature prior to testing. The sample was a full draw and stored at room temperature. There were no sample integrity concerns regarding the patient sample. Patient specific information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) replaced the instrument transducer and verified repairs after service was complete. Upon the completion of the necessary and verified repairs, the instrument was returned back into service. A definitive root cause for this event has not been determined to date.